Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.